Event description:
It was reported that one year and one month post port placement procedure, crack was allegedly found on the removed catheter. It was further reported that the port body was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port and a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue as a partial circumferential break was noted on the catheter approximately 4.2cm from the distal end of the cath-lock. Mushrooming was noted on the proximal end of the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be jagged and surface was noted to be granular in both regions. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that one year and one month post port placement procedure, crack was allegedly found on the removed catheter. It was further reported that the port body was removed. There was no reported patient injury.